Event description:
The customer reported the evis exera iii xenon light source display a b30 error with the bronchoscopes. The event occurred during an unknown therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
E2, e3: three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The results of evaluation determined that there was no associated fault with the alleged error message "b30". No problems with the unit were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no root cause could be established. The suggested phenomenon could not be reproduced. Olympus will continue to monitor field performance for this device.